Manufacturer narrative:
Determination of root cause: assessment: a phone call was made to the site to address the complaint info received from the site. The issue of the one procedure deducted from the wave card without treatment, this issue was reported to the instrumentation administration; the site will be credited one procedure. Tech support rep reported that the site was able to use the emergency card in the card reader with no errors. This indicated that the card reader was not faulty. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: procedure interrupted: malfunction: failure to initiate treatment. Error message - procedure completed. A technician reported inability to initiate treatment, after completing center test. The surgeon reported there was no pt harm or injury. The case was a surface treatment, and there was same delay in getting the laser to perform the procedure. The surgeon removed the speculum during the procedure while he was "trouble shooting" the issue. The eye is healing as expected.